Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Carefusion has received the gas delivery engine (gde) but it is still under investigation.

Event description:
The customer reported the set fraction of inspired oxygen (fio2) was set at 40% and dropped to 33% without an adjustment to the device. The customer reported no known patient involvement. As a resolution, the device trained customer reported replacing a gas delivery engine on this ventilator.

Manufacturer narrative:
Results of investigation: the carefusion service department received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration and the blender verification test. The reported fraction of inspired oxygen (fio2) dropping out of specification was not duplicated. Our service group could not duplicate an assembly failure, therefore no root cause can be determined.